Manufacturer narrative:
(B)(4). Batch #t5dn7j. Device evaluation summary: the analysis found that one pcee60a device was returned with no apparent damage and with an gst60g cartridge loaded on the device. The cartridge was received unfired. In addition, a reload gst60g (b) was received fully fired. The device was tested for functionality in the straight position with a returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information provided: the cartridge which is loaded on the device is unused. The packaged cartridge is the complaint cartridge. There was no information about the operative procedure and the bleeding volume. The surgeon was not able to confirm the malformed stapling due to the bleeding. The surgeon is considering the cardiac rapture was occurred by the bleeding. Additional information was requested and the following was obtained: can you please provide more event details? Can you please explain what is meant by "cardiac rupture¿? Myocardial rupture. Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? No. Or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? At least, the device was fired, but it was unknown if the staple line and cut line approximately equal in length. It was also unknown if the firing cycle was finished. Were staples missing or not visible after the device was fired and after being deployed? Yes. The surgeon was not able to confirm the malformed stapling due to the bleeding. If staples did deploy what was the appearance of the staples? (B-formation, irregular, legs straight)? See above. Please explain. If tissue was cut but not stapled, how was the transected tissue managed? See above. Were there any changes in the procedure due to device usage? What is the current patient status? As of 26th november, the patient is in the hospital and the progress of the patient is as usual. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No. Further information is available. If yes, please explain. No further information will be provided.

Event description:
It was reported that during an unknown procedure, bleeding occurred from the cut line after the device was used on the left atrial appendage, and the artificial heart lung apparatus was stopped restore the pressure from left atrium. The surgeon tried to fire the same device again, but the cardiac rupture occurred. Then, the artificial heart lung apparatus was reactivated to treat the cardiac rupture, and additional hand suture was performed to complete the case. The amount of the bleeding was unknown. No blood transfusion was required. The patient is in the hospital, and the progress of the patient is as usual. The surgeon and a nurse had experience in using echelon devices.